Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2015, it was prepared a final report with the info collected during the investigation, already reported in the initial report. On (B)(6) 2015, the report was sent to the initial reported and the case was closed.

Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on 03/13/2015: lot 1316634: (B)(4) items produced and released on 07/29/2014. No anomalies found. No similar cases received for items of the same lot. Lot 1414033: (B)(4) items produced and released on 10/14/2014. No anomalies found. No similar cases received for items of the same lot.